Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
On (B)(6) 2026, a distributor reported an adverse patient event of acute anaphylaxis immediately following a single monovisc knee injection. This patient has previously used monovisc without negative effect. Patient demographics, medical history, concomitant medications, and outcome are unknown at the time of this report. Due diligence confirmed that no additional information is available nor expected. No product was returned.